Manufacturer narrative:
Cardiva medical did not initially send this customer complaint to the FDA as an MDR since this prod problem did not and would not result in death or a serious injury. However, the user did not send a report to the FDA and cardiva wanted to provide add'l info. This issue should be observed prior to use on the pt as the IFU states to deploy and dedeploy the device outside the pt prior to use. As stated in the user medwatch report (360072-2006-0031), the pt did not incur any injury, prolonged hospitalization or sequelae as a result of this incident. The user will be advised to follow the IFU and deploy and dedeploy the device as well as visually inspect the device prior to use. Prod eval: the prod was returned to cardiva medical and the non concentric disc shape as well as the difficulty in deployment was confirmed.